Event description:
It was reported that the patient having inadequate stimulation due to lead migration and caused increased pain to the feet. The patient underwent leads replacement procedure and was doing well postoperatively. The explanted percutaneous leads were discarded by medical facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs- linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7096279.